Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer stated something stopped working and the frame broke. The frame is broke at the weld and then through the tubing.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the drive arm tube tore, which confirmed the original complaint issue. However, the underlying cause could not be determined.

Event description:
The dealer stated something stopped working and the frame broke. The frame is broke at the weld and then through the tubing.